Event description:
Healthcare professional initially reported replacement of allergan device and later confirmed "capsular contracture, baker grade ii/iii" diagnosed by palpation. This record relates to the left side. The device has been explanted and replaced.

Manufacturer narrative:
(B)(4). Continued patient race: caucasian. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture, baker grade ii/iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii/iii.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified, capsular contracture: unable to observe, as it is a medical event. That is not related to the device. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
Healthcare professional, initially reported, replacement of allergan device. And later confirmed, "capsular contracture, baker grade ii/iii". Diagnosed by palpation. This record relates to the left side. The device has been explanted and discarded.